Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads MRI, upn: m365sc2408560, model: sc 2408 56, serial: (B)(4), batch: 18985340/19534756.

Event description:
It was reported that patients stimulator was no longer therapeutic. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.